Event description:
As reported by a hosp in (B)(6) regarding a bioflo PICC: "complaint that it was difficult to aspirate & infuse through the device. Decision was made to change device, and during the wire exchange it was very difficult to remove over the wire. After removal and on inspection of the device, it appeared compressed along the catheter body." The catheter was removed and another was placed under fluoroscopy. The used catheter is being returned for eval.

Manufacturer narrative:
It has been indicated that the used device will be returned to navilyst med, but it has not yet arrived. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4).